Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm. During the procedure, a gore excluder aaa aortic extender component ((B)(4)) was added to reline the trunk-ipsilateral leg component just below the renal arteries. When the deployment knob was pulled, a strong resistance was felt and the device moved proximally during the deployment and covered 1/3 of the left renal artery. A sufficient flow to the left renal artery was confirmed, and the procedure was concluded without any treatment to the partial coverage of the artery.